Manufacturer narrative:
H3: visual examination of the returned device finds the posterior peg has fractured off and was not returned. There is bone cement around the pegs and very little ossification. The applied research team attempted an elemental analysis from the fracture face; however, the face was too badly damaged that no fracture features remained.

Event description:
It was reported that the patient underwent a total ankle replacement surgery. Allegedly, the patient underwent a revision surgery due to loosening of the tibial tray component. The surgeon also recognized that the posterior peg of the tibial tray had broken off. The posterior peg remains in the patient.

Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a total ankle replacement surgery. Allegedly, the patient underwent a revision surgery due to loosening of the tibial tray component. The surgeon also recognized that the posterior peg of the tibial tray had broken off. The posterior peg remains in the patient.